Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the last pump had failed. Additional information was received from a manufacturer representative on 2016-dec-27. The pump failed on (B)(6) 2016. A motor stall occurred per the pump logs. It was uncertain if there were any symptoms or troubleshooting performed related to the pump failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.